Event description:
Customer reports lancet protrudes form the end cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.